Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on interpreting the insulin gauge correctly and instructed them to perform steps, including delivering a bolus and reloading the cartridge, to resolve the issue. The problem was resolved, but the caller requested a replacement pump due to ongoing issues. Customer support approved the replacement and instructed the caller on returning the old pump and setting up the new one. Replacement pump was sent, and the caller was informed to return the problematic pump within 10 days to avoid charges. Customer will continue to use current pump.